Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Photographic and visual inspection noted the tube shaft was broken. Functional evaluation was precluded due to the observed condition of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of one device. Photographic inspection noted the tube shaft was broken. Functional evaluation could not performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing on a laparoscopic inguinal hernia repair, when the surgeon squeezed the handle, the device partially snapped and broken. The device was removed from the field and no further tacks implanted. There was no patient injury.